Manufacturer narrative:
The lens will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the intraocular lens the leading haptic advanced at an improper orientation. It swept posteriorly and caused dehiscence of the zonules. An anterior vitrectomy was performed. The lens remains implanted. Add'l info has been requested. Please ref MDR #1119279-2013-00021 for the delivery device used during the event.